Manufacturer narrative:
The session records were reviewed by abbott engineering and it was determined that the device was programmed to enter magnetic resonance imaging (MRI) mode between (B)(6)2023 and (B)(6)2023. During this time the device was operating in voo mode with programmed fixed pacing rate. Sensing and other algorithms, like lead impedance and auto capture, are not functional in this state. Current drain is also expected to be low since not many algorithms are active. The device was functioning as expected given the current programming.

Event description:
It was reported, that the patient experienced syncope. Suspected to be, due to loss of pacing. During a follow up in clinic, the device was slow to interrogate using inductive telemetry. Abbott technical support was contacted. And the slow telemetry (8k telemetry) was noted, to have occurred since the day the patient had an magnetic resonance imaging (MRI) scan. The MRI settings were enabled at the time of the MRI scan. The device was explanted and replaced. The patient was in stable condition.